Event description:
A customer technical advocate (cta) was contacted with regard to the cell-dyn 3700 sl analyzer generating erratic hemoglobin results for pts. One pt sample generated an initial hgb = 8.85 g/dl and hct = 31.1% result. The sample was repeated on the same analyzer yielding a hgb = 10.4 g/dl and 31.5% result. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process.a final report will be submitted when the investigation is complete.